Manufacturer narrative:
Unit received with a compromised force sensor system alarm during basic occlusion test due to faulty force sensor resistor. Unable to perform basic occlusion test, occlusion test, prime test, excessive no delivery test due to the compromised force sensor system alarm. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin is squirting out during the manual prime process and had compromised force sensor system on insulin pump. The customer¿s blood glucose level was 270 mg/dl. The customer was assisted with troubleshooting. Customer reports insulin squirting out during the prime process. The drive support cap appears normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.